Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe failed to cut and actuate during a surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed nonconforming. Surgical contamination is present on the outside and inside of the port. Actuation testing was performed and deemed nonconforming. The cutter was not observed moving in the port during the test. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The report evaluation does confirm the probe had a quality issue that resulted in the probe not being able to cut at all. The root cause for the poor probe performance was due to the separation of components within the probe after approximately 20 minutes of use. The adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation has been opened to address reports of a similar nature. (B)(4).